Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient states that he had not charged his device for a few days and his symptoms returned. His brother was trying to charge the device for him but having a difficult time getting 8 boxes. After re positioning the charger 8 boxes were finally attained. Once the fence got to 25 percent the patient used their programmer to turn the device back on the. Continued to charge throughout the day. After hours of charging I received a call from the brother stating the decor was still at 25 percent and had not moved despite having all 8 boxes. Environmental/external/patient factors that may have led or contributed to the issue the charging system may not be functioning well. Possible intermittent short circuit in system. Diagnostics/troubleshooting include impedance check was performed and there is a short circuit between contact 1 and 2 however the patient is not currently using that combination and therapy impedance was normal. Interventions/actions include the patient had been charging the rc throughout the day on battery power and not plugged into the wall. The charging system still had plenty of battery but we decide to plug the system into an outlet to see if that would make a different and it did. Patient was able to get his charge up to 100 percent in a few hours. The issue is reported to be resolved. It is unknown as to why or when the short circuit that was seen on the system actually occurred. The char ging is taking too long. They reported they were getting 0 coupling bars. They walked through the steps to improve coupling bars. Patient is now calling rep back and states they have been charging all day and ins is only 25% full but seeing 8 coupling boxes. They stated that the rep let them use their recharging unit and that charged the patient's device up just fine and they were told to get the device replaced. A replacement antenna was sent and if that did not resolve the issue they would call back. No damage to the recharger antenna cord. No further complications were reported or anticipated with this event.